Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/23/2015 with the following findings: investigation revealed that the battery compartment had multiple cracks and damaged threads. The pump case was found to be cracked below the case seal. Evaluation also revealed a dim, discolored display. During testing, the up arrow, down arrow, and contrast keypad buttons were found to be unresponsive; the ok button responded appropriately. The keypad was removed and there was contamination observed under all button contacts. Unrelated to these issues, investigation revealed that the keypad was peeling along the side as well as torn and missing at the ok button. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment had multiple cracks and damaged threads. The pump case was cracked below the case seal. Evaluation also revealed a dim, discolored display. The up arrow, down arrow, and contrast keypad buttons were found to be unresponsive. There was contamination observed under all of the button contacts. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 09/23/2015.